Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the v60 ventilator was giving an error and cannot provide oxygen. The device was in clinical use at the time the reported issue was discovered; however, there was no patient harm.

Manufacturer narrative:
Device evaluation and resolution and disposition: through follow-ups, the (B)(4) market indicated that they contacted the customer regarding the v60 ventilator was giving an error and cannot provide oxygen, but customer claims they did not report this issue. Customer does not require service for this ventilator. (B)(4) market also indicated that customer have not call in after (B)(6) of 2016. Conclusion: according to the (B)(4) market, customer claims they did not call in and reported the issue mentioned above. Root cause: root cause of the reported issue could not be determined due no service required for this v60 ventilator.